Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2016, the patient experienced stress ("psych injury/psychological or psychiatric problems condition: stress") and post-traumatic stress disorder ("ptsd (post traumatic stress syndrome)"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced genital haemorrhage ("general abnormal bleeding/heavy bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), hair growth abnormal ("hair growth"), hot flush ("flashes"), irritability ("irritable mood"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash on arm and abdomen"), tooth fracture ("dental problems: chipping of teeth"), eye disorder ("eye problem"), visual impairment ("vision problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysuria ("hurts while urinating"). In 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain,"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and internal injury ("other injury(ies) or complication (s) please describe: internal organs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, alopecia, weight increased, bladder disorder, internal injury, hair growth abnormal, hot flush, irritability, vaginal discharge, menorrhagia, vaginal haemorrhage, stress, post-traumatic stress disorder, rash, tooth fracture, eye disorder, visual impairment, female sexual dysfunction and dysuria outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, hot flush, internal injury, irritability, menorrhagia, metrorrhagia, pelvic pain, post-traumatic stress disorder, rash, stress, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic /abdominal pain, back pain, urinary problems. Urinary tract infection, vaginal infection. Discrepancy noted for essure insertion date - (B)(6) 2016. She had no undergone essure removal and currently planning for essure removal. Current weight -175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in 2017: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: plaintiff fact sheet received. Events ¿hair growth abnormal, hot flush, vaginal hemorrhage, menorrhagia, female sexual dysfunction, stress, post-traumatic stress disorder, rash, teeth fracture, vaginal discharge, irritability, eye disorder, visual impairment, fatigue and dysuria¿ were added. Patient demographic, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced stress ("psych injury/psychological or psychiatric problems condition: stress") and post-traumatic stress disorder ("ptsd (post traumatic stress syndrome)"). In 2017, the patient experienced genital haemorrhage ("general abnormal bleeding/heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), hair growth abnormal ("hair growth"), hot flush ("flashes"), irritability ("irritable mood"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash on arm and abdomen"), tooth fracture ("dental problems: chipping of teeth"), eye disorder ("eye problem"), visual impairment ("vision problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysuria ("hurts while urinating"). In 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain,"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and internal injury ("other injury(ies) or complication (s) please describe: internal organs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, alopecia, weight increased, bladder disorder, internal injury, hair growth abnormal, hot flush, irritability, vaginal discharge, menorrhagia, vaginal haemorrhage, stress, post-traumatic stress disorder, rash, tooth fracture, eye disorder, visual impairment, female sexual dysfunction and dysuria outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, hot flush, internal injury, irritability, menorrhagia, metrorrhagia, pelvic pain, post-traumatic stress disorder, rash, stress, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic /abdominal pain, back pain, urinary problems. Urinary tract infection, vaginal infection. Discrepancy noted for essure insertion date - (B)(6) 2016. She had no undergone essure removal and currently planning for essure removal. Current weight -175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in 2017: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/ chronic pain,"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and internal injury ("other injury(ies) or complication (s) please describe: internal organs") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, alopecia, weight increased, bladder disorder and internal injury outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, internal injury, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, back pain, urinary problems. Urinary tract infection, vaginal infection. Discrepancy noted for essure insertion date - (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- bladder disorder, uterine perforation, internal injury, essure insertion date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, back pain, urinary problems. Urinary tract infection, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, back pain, menorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, perforation: fallopian tubes, urinary problems. Urinary tract infection, vaginal infection, fatigue, hair loss, weight gain, did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.